Event description:
It was further reported that the balloon was inflated three to four times. The balloon was removed intact.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the quantum maverick monorail (mr) device was received with dried blood and contrast in the balloon and inflation lumen. The device was soaked in an attempt to loosen and dislodge dried material from the lumen of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. There was a pinhole in the balloon wall material 19mm from the distal tip. The remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The lesion was 100% stenosed with severe tortuousity. Location of the lesion is unknown. The quantum maverick monorail 20mm x 2.0mm balloon was used "2 or 3 times as a trapper" from twelve to sixteen atmospheres. After this, the balloon was inflated again and ruptured at six atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.